Event description:
It was reported that the patient was presented for follow-up with symptoms of fatigue. The pulse generator was in backup vvi operation. After a device software download, normal function resumed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.